Manufacturer narrative:
Continuation of medical devices: 407652 lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within one month post-implant, there appeared to be a microdislodgement, with high threshold noted. During a revision attempt, there was repositioning difficulty, so the right ventricular (rv) lead was explanted and replaced. No patient complications have been reported as a result of this event.